Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The 85% stenosed lesion being treated was located in the moderately calcified, severely tortuous circumflex (cx) artery. The lesion was predilated with a 2.5x12 mm non-boston scientific balloon, inflated to 14 atms for 20 seconds. When attempting to position the 2.50x12 mm taxus express2 drug eluting stent, it embolized in the proximal obtuse marginal (om). The stent was found in the distal left main (lm) and proximal cx. The physician attempted to retrieve the stent with a 1.5 mm maverick balloon, but was unsuccessful. The physician then placed a 3.00x12 mm taxus stent immediately next to the 2.50x12 mm taxus stent and crushed it. The procedure stopped at this point. No add'l pt complications were reported. Pt status reported as "good".

Manufacturer narrative:
The cause of the difficulties stated in the complaint could not be determined. The delivery device was disposed and the stent remained in the pt.the mfg records for top assembly batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.